Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the touchscreen became cracked. The cause for the cracked touchscreen was unknown. Reportedly, the pump is still functional. There was no impact to customer's blood glucose level. Reportedly, customer will continue to use the pump for insulin therapy.